Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event. Labeling review: potential adverse events and complications. "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Warnings, cautions and precautions. "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." Post-operative warnings. "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned for evaluation.

Event description:
On (B)(6) 2016 patient underwent an anterior lumbar interbody fusion procedure with posterior fixation. As per reporter a rod fracture was noted post-operatively. No revision procedure has been reported nor has patient's current condition been provided.